Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they expiring a high blood glucose as well as the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 400 mg/dl. Customer stated that the drive support was sticking out. The insulin pump will return for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disc.